Event description:
It was reported that the lead is showing varying impedance measurements. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead is showing varying impedance measurements. It was further reported that the lead had elevated thresholds and loss of capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.